Event description:
It was reported on (B)(6) 2010 that there was a problem with the personal therapy manager. Pt got the fatal error code 8473 but had not heard the alarm. Pt was taking oral medication. On (B)(6) 2010 withdrawal was reported. Doctor supplemented with oral pain medications. There was a motor stall which was confirmed in the event logs with no motor stall recovery recorded. "Tube set" message also occurred. Electromagnetic interference was ruled out as having caused the stall. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)